Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced fluctuating blood glucose levels, including a hypoglycemic episode with a blood glucose value of 40 mg/dl and a hyperglycemic episode with a peak blood glucose value of 400 mg/dl. The user managed the low with fast-acting carbohydrates and allowed the ilet to deliver corrective insulin doses for the high, after which glucose values stabilized. No outside medical intervention was required.